Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly, the patient has "pain, the need to have another surgery, as well as physical limitations."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with c4-5, 5-6, 6-7 disc herniations with corresponding radiculopathies and underwent the following procedures: anterior cervical approach for c4-5, 5-6, 6-7 anterior cervical discectomies, osteophytectomies and arthrodesis c4-5, c5-6, 6-7 using tricortical structure graft requiring shaping and segmental screw instrumentation. As per op-notes,¿ the disc herniation and thickened ligament were breached using a curette and resected using 2- and 3-mm punches into the neural foramen which was palpated and it was found to be open bilaterally. The endplates were prepared for graft acceptance. A 5-mm graft was then cut for lordotic curve, packed with bone morphogenic protein and impacted into position at c5-6. The patient tolerated the procedure well without any intraoperative complications. The patient was discharged from the facility.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.